Event description:
On (B)(6) 2019, the patient contacted lifescan USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that she first became aware of the alleged meter issue, on (B)(6) 2019, alleging that she obtained blood glucose readings of ¿169, 159, 144 and 160 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results within lifescan¿s criteria for precision. The patient reported that she manages her diabetes using insulin (no adjustments), and that she made no changes to her normal diabetes management in response to the alleged issue. The patient stated that, at an unknown time after the alleged issue began, she developed symptoms of ¿nervous, shaking and jittery¿. The patient confirmed that she had not required or received any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.